Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8109527 , medical device expiration date: 2023-05-31, device manufacture date: 2018-05-23. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ nano ultra-fine pen needles had sterility breach.

Manufacturer narrative:
Correction: describe event or problem: it was reported that bd¿ nano ultra-fine pen needles had sterility breach. It was reported that this affected 2 boxes of the product. Investigation summary: customer returned (3) 4mm, 32g bd pen needle without the tear drop label (1 of the returned pen needles was missing the inner shield as well). Customer reported inner shield and tear drop label missing. The returned pen needles were examined and all exhibited a bent patient end of the cannula. Since the pen needles were received already opened (missing the tear drop label) and also since there were 2 inner shields also returned, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd¿ nano ultra-fine pen needles had sterility breach. It was reported that this affected 2 boxes of the product.